Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. In addition, the customer stated that after being connected to a power source the pump battery dropped from 35% to 15%. The pump battery also jumped from 65% to 100% without being connected to a power source. During troubleshooting with tandem technical support, the customer was instructed to try to charge the pump using a different wall adapter. It was confirmed that the pump was able to be charged with a different wall adapter. There was no impact to the customer's blood glucose level. A replacement wall adapter was sent to the customer.